Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and discomfort at the ipg site. An increase in temperature was also noted with the ipg and prolonged periods of walking would cause swelling and irritation at the ipg site. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted.